Event description:
The customer reported the generation of erroneous sodium (na) results for one (1) patient on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse replaced the sample probe, reagent syringe and reference syringe and all electrodes which resolved the issue. Patient information: information not provided by customer. The beckman coulter internal identifier is (B)(4).